Event description:
Boston scientific received info that the pt implanted with this device system reportedly suffered from twiddler's syndrome and the leads become dislodged. An invasive revision procedure was performed and the leads were successfully revised. No adverse pt effects were reported with this clinical observation. All available info indicates that the device remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be update should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.